Event description:
In 2001, the drain was implanted in the knee articular. Six days later part of the drain was retained inside the patient's body. Hospital is not clear if the drain broke or was cut. On the day following this event a surgical procedure was conducted to remove the drain.